Event description:
It was reported that the patient's right ventricular (rv) lead was fractured. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2023. Further information was requested but not received.